Event description:
Pt was hospitalized for hypoglycemia. The pt's mother reported that the pump delivered insulin during the process of loading the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications and delivery accuracy at the time of release. The pt was connected to the infusion set during the rewind and load cartridge process. The pump user guide instructs users to disconnect from the set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior initiating the rewind of the motor.